Event description:
It was reported that the patient had been unable to charge their implantable neurostimulator (ins) since (B)(6) 2014 due to its location in the buttocks. The patient experienced a return of pain in both of their legs and back as a result of the inability to work the ins. The patient elected to have the ins replaced with a non-rechargeable model and to have the device pocket revised. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).